Manufacturer narrative:
(B)(4). Upon return, visual inspection identified a hole in the ra (tip) seal plug. The rv seal plug was intact with no holes identified. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. It was concluded that a hole in sealplug may have caused or contributed to the clinical observation (electrogram noise).

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). This patient was presented to the electrophysiology (ep laboratory for a scheduled implant procedure. The patient had atrial fibrillation (af) and the measured p-waves were in the 1.2-3.0 mv range. The right atrial (ra) pacing impedance was 680 ohms. Electrogram noise was present on the ra channel. Ts discussed various reasons for the appearance of electrogram noise including large amplitude fluctuations, electromagnetic interference (emi) or air bubbles. The local representative contacted ts again to report that the physician elected to implant a replacement device. The explanted device will be returned to boston scientific for laboratory testing.